Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance in the bipolar configuration and 276 ohms in unipolar. Atrial sensing was 1.4 v to greater than 5.0 mv in bipolar and greater than 5. 0 mv in unipolar. A stored egm suggested atrial noise. The atrial sensitivity was increased from 0.5 mv to 0.75 mv. The patient will be monitored.